Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the up pulley wire fluid damage, the left pulley wire fluid damage, the segment compressed (short in length), the water jet tube clogged, the air tube clogged, the water tube clogged, the bending rubber cut, the staycoil too short, and the insertion flexible tube (ift) twisted; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).